Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that restenosis and stent fracture occurred. On (B)(6)2021, in stent restenosis occurred at proximal right coronary artery (rca), it was successfully treated with a 3.50 mm x 32 mm synergy megatron drug eluting stent. On (B)(6) 2022, 99% in stent restenosis noted at proximal rca with stent fracture. On (B)(6) 2022, coronary angiography revealed 99% in-stent restenosis at proximal rca, was noted with neointimal hyperplasia and stent recoil. Heparin or other antithrombotic medication were administered at the time of index procedure. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. The target lesion was located at the proximal rca and was 7 mm long with a reference vessel diameter was 4.0 mm. The target lesion was pre-dilated with a 2.00 mm x 15 mm balloon with 30% residual stenosis and timi flow of 3. The target lesion was treated with a 4.00 mm x 12 mm nc emerge study device successfully with 15% residual stenosis and timi 3. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2024, the patient was noted with symptoms associated with angina during length of walk for which nitroglycerine was administered. At the time of the event, the patient was on aspirin and clopidogrel. On (B)(6) 2025, the patient presented to the hospital for follow up, ECG was performed which revealed sinus rhythm with premature atrial complexes. Medication was given to treat the event. On (B)(6) 2025, the patient presented to the hospital for cardiac catheterization. Diagnostic coronary angiography revealed that 100% in stent restenosis at proximal rca was noted with neointimal hyperplasia and stent recoil which was predilated and treated with multiple balloons. The residual stenosis was noted as 5% with timi flow 3. Re-treatment of the target lesion was planned on a later day. On (B)(6) 2025, the patient presented to the hospital for the planned cardiac catheterization. Diagnostic coronary angiography revealed that 50% in stent restenosis at the proximal rca, which was treated with a 4.00 mm x 6 mm wolverine cutting balloon, a 2.50 mm x 21 mm non-bsc balloon and a 4.00 mm x 30 mm agent dcb balloon which got ruptured. Diagnostic coronary angiography also revealed 70% stenosis at the proximal left anterior descending (lad), the non-target lesion was treated with a 3.00 mm x 33 mm non-bsc drug eluting stent followed by post dilated with a 3.50 mm x 15 mm non-bsc balloon successfully. The residual stenosis was noted as 25% with timi 3. The next day, the event was considered to be resolved with sequelae.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that restenosis and stent fracture occurred. On (B)(6) 2021, in stent restenosis occurred at proximal right coronary artery (rca), it was successfully treated with a 3.50 mm x 32 mm synergy megatron drug eluting stent. On (B)(6) 2022, 99% in stent restenosis noted at proximal rca with stent fracture. On (B)(6) 2022, coronary angiography revealed 99% in-stent restenosis at proximal rca, was noted with neointimal hyperplasia and stent recoil. Heparin or other antithrombotic medication were administered at the time of index procedure. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. The target lesion was located at the proximal rca and was 7 mm long with a reference vessel diameter was 4.0 mm. The target lesion was pre-dilated with a 2.00 mm x 15 mm balloon with 30% residual stenosis and timi flow of 3. The target lesion was treated with a 4.00 mm x 12 mm nc emerge study device successfully with 15% residual stenosis and timi 3. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2024, the patient was noted with symptoms associated with angina during length of walk for which nitroglycerine was administered. At the time of the event, the patient was on aspirin and clopidogrel. On (B)(6) 2025, the patient presented to the hospital for follow up, ECG was performed which revealed sinus rhythm with premature atrial complexes. Medication was given to treat the event. On (B)(6) 2025, the patient presented to the hospital for cardiac catheterization. Diagnostic coronary angiography revealed that 100% in stent restenosis at proximal rca was noted with neointimal hyperplasia and stent recoil which was predilated and treated with multiple balloons. The residual stenosis was noted as 5% with timi flow 3. Re-treatment of the target lesion was planned on a later day. On (B)(6) 2025, the patient presented to the hospital for the planned cardiac catheterization. Diagnostic coronary angiography revealed that 50% in stent restenosis at the proximal rca, which was treated with a 4.00 mm x 6 mm wolverine cutting balloon, a 2.50 mm x 21 mm non-bsc balloon and a 4.00 mm x 30 mm agent dcb balloon which got ruptured. Diagnostic coronary angiography also revealed 70% stenosis at the proximal left anterior descending (lad), the non-target lesion was treated with a 3.00 mm x 33 mm non-bsc drug eluting stent followed by post dilated with a 3.50 mm x 15 mm non-bsc balloon successfully. The residual stenosis was noted as 25% with timi 3. The next day, the event was considered to be resolved with sequelae.